Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 21mm aortic valve was explanted after implant due to coronary occlusion. The explanted device was replaced with a model 3300tfx 19mm. Through follow up with the health care provider, the operative report was received and indicated the valve appeared to seat well post implant; however, there was some obstruction of the left main coronary orifice. Retrograde cardioplegia was given and "we were able to see cardioplegia coming out both the right and left coronary ostia. It appeared that the sewing ring itself was lying across the left main coronary ostia." It was explanted and a 19mm 3300tfx was implanted. The surgical information indicated that after implantation of the 19mm valve the patient had severe right heart dysfunction. It was unclear if the rv dysfunction was related to air, previous coronary stent being occluded or if there was some problem with the valve occluding the right coronary ostia. Decision was made to bypass the right coronary artery. "This improved significantly after bypassing distal rca and after placement of balloon pump." Echo showed no perivalvular leak. The patient was reported to be stable.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device manufacture date have been populated.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if this device is available for return and evaluation. The device history record (DHR) review is currently in process. There are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, this device was explanted due to coronary occlusion and a smaller bioprosthetic valve was implanted. Further intervention was required to bypass the distal rca. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.